Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer disconnected the power supply from all connections and attempted to power on the station. Upon flipping the switch, the fan was heard spinning. The power supply was reconnected to the station, and all connections to the communication sled were disconnected except for the main drawers. The station successfully powered on, isolating the issue to the enhanced half-height drawer 4, which was preventing boot-up. Further testing revealed a failed drawer controller board in drawer 4.2. Fse replaced both the drawer controller board and the pyxibus module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary user informed pyxis monitor was black and everything was plugged on. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.